Event description:
Following a fall, the patient presented to the physician with the ipg moving within the pocket, causing soreness and burning pain. Physician brought the patient into the operating room, resecured the ipg, and closed.